Manufacturer narrative:
UDI number: (B)(4). Subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. In this case, a manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient's clinical condition contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that the 21mm bioprosthetic aortic valve was explanted at implant due to aortic injury. Intraoperatively: after debridement of the annulus, a 21mm valve was seated and secured with some difficulty. The aortotomy was closed. Patient was weaned from bypass. Tee showed good valve function with no paravalvular or transvalvular leak. There was an extensive annular hematoma along the non and the left [cusp] with flow. The aortotomy was reopened and the valve annulus was inspected. Along the area where there was deeper calcium along the noncoronary cusp, there was disruption of the annulus onto the anterior leaflet. This tissue was extremely friable and weak. The surgeon felt that the previously implanted stented bioprosthetic valve contributed to the problem. The valve was excised. A root replacement was done with a 21mm stentless valve and a septal myomectomy was performed. After the procedure, the patient was taken to the ICU in stable condition.